Event description:
Customer reported that a pt presented with an abdominal dehiscence nine days following a gynecological procedure. Pt was returned to the or for surgical repair. Surgeon advised that the broken suture appeared as a straight through cut, flat end, "as if someone cut the strand." Pt is reported as stable.